Event description:
A customer reported a malfunction with their insulin pump, displaying a specific malfunction code. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.